Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a vizigo which had reverse bleeding. Approximately one hour after the catheter use, while ablation was conducted on the gap in the posterior wall of the left pulmonary vein (lpv), the hemostatic valve of the vizigo sheath was damaged. The issue was identified when the physician reported the reverse blood. There was no error code. The vizigo was removed from the patient¿s body and was replaced with another new one. The replaced sheath was reinserted into the patient¿s body. There was no patient consequence. Additional information received indicated the vizigo was being used on the patient at the time of incident but no air entered the patient¿s body. A few drops of blood return were observed; exact amount is unknown.

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a vizigo which had reverse bleeding. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and microscopical inspection and backpressure test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that the shaft was bent. Back pressure test was performed, and air bubbles were observed coming through the hemostatic valve. A microscopic examination of the hemostatic valve surface showed stress marks and leaflets bent. This condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the valve issue could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The potential cause of the bent shaft could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On 19-jan-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).